Manufacturer narrative:
The referenced driveline infection was reported under medwatch MFR report #2916596-2015-02195. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that as of (B)(6) 2015, the patient's lactate dehydrogenase level had reportedly doubled and continued to increase from a baseline of approximately 200 u/l. The patient's plasma free hemoglobin was reported to be between 2 - 5 mg/dl during the same time period. On (B)(6) 2015 a urinalysis revealed moderate amounts of blood. Additional information was requested, however, no further information was received.

Event description:
Additional information: it was reported that the patient was treated for the rise in ldh with a heparin gtt and the level returned to baseline.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.